Manufacturer narrative:
(B)(4). Unit passed displacement test and self-test. Hardware low level failures (variable 3) was present in the insulin pump trace download due to broken trace at pin 6 (sda), cracked solder joint at pin 6 (sda) on keypad assembly. Toggled on, off and increased, decreased volume with the audio feature functioning properly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed self test. Insulin pump passed self test. Customer was assisted with auto mode feature. No harm requiring medical intervention was reported. The device was returned for analysis.